Event description:
Shaft of arthrex bone tap sheared in half with remainder of tap retained in patient. Tap portion had to be forcefully removed from patient and required additional instrumentation to be brought in for the case. Incision size needed to be lengthened in order to properly remove the broken device. Device was removed and the procedure completed without any additional issues.